Manufacturer narrative:
(Method code, results code, conclusions code), the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported field event of high impedance and high capture threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device interrogation on the next day post procedure, the pacemaker exhibited high and out of range right ventricular impedance. The pocket was reopened to check the right ventricular lead and the parameters were in range. When the lead was connected again to the device, the impedance was in range but high capture threshold was observed. The device was explanted and replaced while the lead remains implanted. The patient was stable before, during and after the procedure.